Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). As stated by therapy specialist us: the customer was unaware of the two sizes of hls set. Therefore the wrong product was used and this misuse resulted in a replacement of the product during use. The customer advised that they have now added to their protocol to observe the product number and document to avoid this in the future now that they are aware that a 5.0 hls exists. As stated by customer service us: ssu shipped the wrong size of the hls set to the customer. The affected set was not requested for investigation in the laboratory of the manufacturer, because no related malfunction of the product was involved. Thus the failure "wrong shipment" could be confirmed but no product related malfunction. The most probable root cause for the reported failure could be determined as wrong delivery of the article by the ssu. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Reference exemption # e2018002.

Event description:
It was reported: this customer ordered 5 each of hls 7.0 and we shipped them 5 each of 5.0 hls. Customer called late in the evening of 2/23 to inquire about the difference in the 5.0 hls and the 7.0 hls as they had a patient on cardio help and they were failing to achieve improvement in sat levels. They realized that the hls was in fact a 5.0 instead of the ordered 7.0 and switched out the circuit to a 7.0 hls and the patient sat level improved steadily to the point of marked improvement when we were notified. No harm to the patient was reported. No related malfunction of the product was involved. Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). As stated by therapy specialist us: the customer was unaware of the two sizes of hls set. Therefore the wrong product was used and this misuse resulted in a replacement of the product during use. The customer advised that they have now added to their protocol to observe the product number and document to avoid this in the future now that they are aware that a 5.0 hls exists. As stated by customer service us: ssu shipped the wrong size of the hls set to the customer. The affected set was not requested for investigation in the laboratory of the manufacturer, because no related malfunction of the product was involved. Thus the failure "wrong shipment" could be confirmed but no product related malfunction. The most probable root cause for the reported failure could be determined as wrong delivery of the article by the ssu. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
It was reported: this customer ordered 5 each of hls 7.0 and we shipped them 5 each of 5.0 hls. Customer called late in the evening of 2/23 to inquire about the difference in the 5.0 hls and the 7.0 hls as they had a patient on cardio help and they were failing to achieve improvement in sat levels. They realized that the hls was in fact a 5.0 instead of the ordered 7.0 and switched out the circuit to a 7.0 hls and the patient sat level improved steadily to the point of marked improvement when we were notified. No harm to the patient was reported. No related malfunction of the product was involved. Internal reference: (B)(4).